Event description:
It was reported that 2 bd alaris¿ lvp 20d dehp 2ss cv experienced leakage. The following information was provided by the initial reporter: we have had 2 incidents reported where the primary tubing is leaking right where it attaches to the pump.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Address information was not able to be obtained, therefore, (B)(6) was used as a place holder. Device expiration date: unknown. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of pumping segment leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2420-0500 because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation.

Event description:
It was reported that 2 bd alaris¿ lvp 20d dehp 2ss cv experienced leakage. The following information was provided by the initial reporter: we have had 2 incidents reported where the primary tubing is leaking right where it attaches to the pump.